Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand and no recurrence after reset. There was no adverse impact to the customer¿s blood glucose level, and hospitalization earlier in the day was described as diabetes related to sensor issue and not related to pump. Customer contacted technical support, received instructions to reset pump, successfully completed reset, was advised to continue using pump and to call back if malfunction recurred, and no additional information was received regarding any further outcome.